Event description:
It was reported to philips that the system failed to boot up successfully. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The customer reported that the system will not boot up and the issue was resolved by themselves. There was no service provided from the philips. Till date, there was no reoccurrence reported. The codes were updated based on the investigation outcome. Evaluation method code was corrected.